Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal due to early sensor shutoff and after some deployment issues at sensor insertion, patient could not locate sensor wire. At the time of his call to dexcom technical support patient was feeling well.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.